Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had elevated pacing thresholds after the implant of a leadless implantable pulse generator (ipg). The implantable pulse generator (ipg) implanted with the lead was effectively pacing asynchronously in ventricular tachycardia (vt) and ventricular fibrillation (vf) as a response to noise. The right ventricular lead remains in use. The device is planned to be explanted with only two months of battery life because of the high output. No patient complications have been reported as a result of this event.